Event description:
The user facility reported that the safety cover malfunctioned. The following information was obtained: (1) the safety cover stopped on the way and couldn't cover the needle tip after withdrawing the inner needle; and (2) no one suffered a needlestick.

Manufacturer narrative:
(B)(4). Results - is based upon returned sample evaluation; reserve sample evaluation. Conclusions - is based upon returned sample evaluation; reserve sample evaluation. Upon receipt of the device by the manufacturing facility, it was noted that the safety cover doesn't cover the needle tip. However evaluation of the returned sample when compared to that of a normal product confirmed that the metal component had been damaged and the guard cover was misaligned. Although the cause for the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the inner needle being removed at an extreme angle or rotating. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when taking out inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).